Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was dropping faster than expected despite the balloon not yet being placed in the pulmonary veins. The auto connection box and electrical umbilical cable were replaced, but the issue persisted. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 with lot number 17949 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the catheter smart chip data indicated the catheter was used for 11 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60c). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During further inspection of the balloon segment, a fracture/crack was observed on the injection tube at the coil area. In conclusion, the reported sudden temperature decrease was confirmed during analysis. The balloon catheter failed the returned product inspection due to a fracture/crack on the injection tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was dropping faster than expected despite the balloon not yet being placed in the pulmonary veins. The auto connection box and electrical umbilical cable were replaced, but the issue persisted. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data file was returned and analyzed. Patient file received and recorded on the reported date of the event. Patient file showed 12 applications were performed using a balloon catheter identified as afapro28/17949-031. Console output data (pressure, preset pressure, and flow) showed pressure is tracking preset pressure and flow readings are as expected. However, temp profile is unexpected during ablation at application #6 and #8. The temperature drops to -52 celsius degrees within 30 seconds. In conclusion, the physical balloon catheter was not returned. However, the sudden temperature drop was confirmed via data file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.